Manufacturer narrative:
The device was not returned for evaluation. As per the customer's medwatch report, the instrument is not available for evaluation and instrument had been in use for approximately five years. Damage is most likely due to stress overload. The alleged missing pin/rivet measures approximately 1 mm x 2 mm. We have no similar complaints on file for these forceps.

Event description:
Allegedly, as per a copy of medwatch report #(B)(4) -l-d that we received via email, a small pin from the grasper insert broke off inside the patient during a procedure, and the pin could not be located and is retained in the patient's left pelvis.